Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards japan affiliate, during a tf tavr with a 29mm sapien 3 valve, the valve was inadvertently crimped in the opposite direction and implanted in the native aortic annulus. Immediately post valve deployment hemodynamics collapsed. After cardiac massage, a percutaneous cardiopulmonary support (pcps) was initiated, but the blood pressure did not recover, and hypotension was prolonged. A valve-in-valve was performed with a 29 s3 valve. The patient did not return to consciousness but had a self-pulse. The patient left the operation room under the pcps and impella support. Per report, it seems that the patient was in myocardial ischemia for about 10 minutes. The patient was in stable but critical condition. It was confirmed that a radiologist crimped the valve as usual. However, the implanting physician did not verify the correct orientation of the valve prior to insert the device into the body.

Manufacturer narrative:
The device was not returned and an image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as imagery/medical report was not provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Per IFU/training manual, 'the physician must verify correct orientation of the thv prior to its implantation." As such, available information suggests that procedural factors (failure to verify thv orientation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.